Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the instrument involved with this complaint and completed the device evaluation. The tip-up fenestrated grasper instrument has been returned and evaluated by the failure analysis (fa) team. Fa was not able to replicate or confirm the customer reported complaint. The instrument was placed and driven on an in-house system. The instrument passed the recognition and engagement tests. The instrument moved intuitively with full range of motion in all directions. The grips opened and closed properly. The instrument was fully functional. No product issue was identified. An additional observation not reported by the site was identified. The instrument was found to have various scratch marks with light material removed on the main tube. The scratch marks were between 4.0 and 5.32 mm in length and were not aligned with the tube axis.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
An investigation is in progress to determine the cause of this reported event. Intuitive surgical, inc. (Isi) has not received the device for evaluation. Therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted if the product is returned and evaluated and/ or if additional information is received.

Event description:
It was reported that during a da vinci-assisted abdominoperineal resection (apr) surgical procedure, the tip-up fenestrated grasper's wrist articulated to one extreme immediately after insertion and would not let the surgeon take control at any point. The procedure was completed with no report of patient harm. Intuitive surgical, inc. (Isi) followed up with the customer and obtained additional information about the complaint. The surgeon's head was inside the console at the time of the issue. The instrument was being inserted under the control of the surgical first assistant at the time of the issue. The surgeon was unable to take control of the instrument at any time. No movement could be carried out by the surgeon. The instrument moved on its own accord, the surgeon was unable to take control or move the instrument. The timing of instrument movement was not appropriate and would not move. There was no shakiness or friction issues. The instrument was inserted under vision and was clear of any obstructions. There was no external collision. The issue was persistent, and the instrument had to be removed and replaced with a new instrument. The issue was not resolved, the instrument was replaced. The drape is not available for return as it has been disposed of.